Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect balloon design (balloon wall thickness excessive)". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Recommended inflation capacities 3cc balloon: use 5 cc sterile water 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that there was a silicone indwelling urinary catheter. Upon deflation of the balloon on the catheter, a small ridge remained that made removal of the urinary catheter from the patient difficult and uncomfortable. This issue had been reported a couple of years ago, and investigated, but they had 2 incidences of this issue just this week. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was a silicone indwelling urinary catheter. Upon deflation of the balloon on the catheter, a small ridge remained that made removal of the urinary catheter from the patient difficult and uncomfortable. This issue had been reported a couple of years ago, and investigated, but they had 2 incidences of this issue just this week. No medical intervention was reported.